Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 258 mg/dl. The customer took a correction bolus via the pump. Reportedly, the customer had eaten more bread than usual that day. Also, the pump settings had been recently adjusted and the contact believes that the carbohydrate setting might be slightly incorrect. In addition, during a cartridge change, extensive air bubbles were observed coming out of the cartridge. The contact reported that air had accidentally been introduced into the cartridge after drawing insulin from a nearly empty bottle of insulin. The affected cartridge was not used for insulin therapy.